Event description:
N/a.

Manufacturer narrative:
Trackwise# (B)(4). The device was returned to the factory for evaluation on 04/14/2025. An investigation was conducted on 04/17/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact c-ring. There were no visual defects observed on the intact bipolar blades. The blue toggle was manipulated to retract/extend the cutter blade. Upon manipulation of the toggle, the cutter blade would retract/extend with no physical or visual difficulties observed. There were no visual defects observed that prevented the cutter from being retracted. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem" was not confirmed. The lot # 3000399043 history record review was completed. There was an ncmr, rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro blade did not come out when the trigger was pulled. The procedure was completed with a new vv6 device. There was no patient injury. Minimal delay in case to open a new kit.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.